Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The lead was suspected to be fractured and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.